Event description:
The box and the inside packaging were marked as 22768-004 with a lot number of c00002419. Product was actually a 22768-016 with a lot number of c00002346. No pt injury was reported.